Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms were noted. The motor was tested outside the device and passed. The insulin pump was received with black shadow on the display due to warped/uneven printed circuit board on the lcd board. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-41064

Event description:
It was reported that the customer had a no delivery alarm. Customer's blood glucose level was 360 mg/dl. Customer was released from the hospital last week with the flu. Customer treated with an injection. Customer ran a manual prime and stated that the insulin exited the tubing. Customer was not sure if he had a blockage or air bubble halfway up. Customer stated that it feels like a bump. Customer was assisted with correcting the time and date settings. Customer also had a motor error. Customer was in the hospital on the (B)(6) but was not using the pump while in the hospital. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.